Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight unknown. Event date unknown. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (nondesign or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.)/patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. A summary investigation has also been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to infection and bone loss. Tooth site 30. The site was grafted.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). After further evaluation of the returned product that was performed on (B)(6) 2020, it was found that the device was a competitor¿s product. As a result, the prior submissions for MFR-0001038806-2020-01107 submitted on (B)(6) 2020, is no longer considered reportable events by the manufacturer and no further reports will be submitted for this event.

Event description:
Update on event description, product is neither zimmer or 3i. Implant belongs to a competitor.